Manufacturer narrative:
Block h6: device problem code a0406 captures the reportable vent of stent buckled.

Event description:
It was reported that, during a flexible ureteral endoscopic procedure, the front end of the stent became buckled. Another of the same device was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device problem code a0406 captures the reportable vent of stent buckled. Block h10: the returned polaris ultra stent was analyzed, and a visual evaluation noted bladder coil buckled. It is possible to concluded that this problem could be caused by operational factors, interaction of the device between the positioner and the guide wire while the device was pushing up, such as excess of force applied over the device during the procedure could have contributed to the failure, consistently leading to device being buckled. Consequently, affect the performance of the device. Based on the analysis results of stent coil buckled, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that, during a flexible ureteral endoscopic procedure, the front end of the stent became buckled. Another of the same device was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.